Manufacturer narrative:
Concomitant medical product(s): 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. Cultures were taken and the organism was identified as methicillin-resistant staphylococcus aureus and antibiotic treatment was necessary. The patient then came in for extraction of the device system. While a temporary implantable pulse generator (ipg) was being placed, the patient coded on the table and it was decided to abandon the case until the patient was more stable. Six days later the device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.